Manufacturer narrative:
No device malfunction was reported by the user.

Event description:
A 49-year-old female patient with a history of colorectal cancer underwent histotripsy procedure on (B)(6) 2025 to segments ii and ivb, to two lesions (ptv 11.7cc and 33.5 cc respectively). No heparin was administered during the procedure. The patient had previously undergone y-90 therapy; it is unclear if histotripsy treatment overlapped with that area. Routine post-procedure CT was completed and the patient was discharged the same day. Patient went home and had an episode of severe nausea with vomiting and progressive vertigo. Upon post-procedure CT review, imaging indicated intraperitoneal bleeding and the patient was requested to return to the ER, which resulted in emergency embolization of proximal right hepatic artery. Pre-embolization labs reported stable range vital signs and stable hemoglobin from pre-histotripsy procedure. The patient remained hospitalized and continued to have down trending hemoglobin and hematocrit and developed sinus tachycardia requiring subsequent blood transfusions. On (B)(6), a repeat CT of the abdomen indicated a pseudoaneurysm in segment ivb, but with no clear sign of bleeding. A subsequent embolization was performed (B)(6) due to the presence of the pseudoaneurysm. The patient's vitals and labs continued to improve and she was discharged on (B)(6), with normal liver enzyme levels. The patient reports feeling well. No device malfunctions or other noteworthy events occurred during the case.